Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated during a surgical procedure to take a skin graft from a donor site on the rear thigh area, the dermatome was not cutting evenly so that the graft was thin at one end and thicker at the other. The dermatome setting was 0.012. A second donor site on the pt's other leg was used to take another graft. There was no other adverse outcome for the pt.